Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: the on/off switch was fissured and had a damaged light-emitting diode, the front panel was broken, stained and missing paint, the front external cover was stained, worn and missing patient, the panel signaling light-emitting diode on/off alarm was displayed, the scope connector was fissured, broken and had noise when moving, the ventilation grills on the monitor were dirty and covered, the connection cable was broken and missing, the light control cable was worn out, broken, and missing, the keyboard data entry does not have a date, exit signs were seen on the red/blue/green dots and video component, the white balance did not work and was slow, the light control was delayed and did not work, the color bar was not suitable and did not appear, the image had bad color, noise, and stains, the battery was worn out and missing, the electrical contacts oxidation solder was missing, the welds were worn out and corroded, the electric cards were burned, broken, and corroded, the connectors oxidation solder was missing, the internal device was dirty, oxidized and stained, the external device was stained, missing paint and damaged, and the fans made noise, did not work and were broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center was connected to a colonoscope, and the irrigation tube (connected to the endoscope) exploded, causing liquid to come out, which slightly wetted the processor and light source. The tube was patched with tape. The device began to not work properly as the screen flickered and so the device was turned off. The issue was found during the end of a diagnostic colonoscopy procedure after the procedure was finished. The procedure was completed with the same device. There were no reports of patient harm.related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the corroded substate could not be identified. However, it's likely the cause is related to liquid penetrating inside the device. Olympus will continue to monitor field performance for this device.